Manufacturer narrative:
The explanted paddle lead will not be returned to bsn for further analysis as it was discarded by the medical facility. A review of the manufacturing documentation of the paddle lead revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing.

Event description:
A report was received that during a lead revision the paddle lead was replaced due to it being frayed. The patient is doing well following the revision.